Manufacturer narrative:
Evaluation summary: it is unk how the screw driver was used. The tip has fractured due to possible wear and/or overloading at the tip. Stripping and/or fracture may be predominantly due to improper and/or off-axis seating of the driver into the hex of the screw or failure to pre tap very hard dense bone prior to insertion of the screws, or a combination of both. At the time of failure, the driver had a potential field age of approx 17.5 years; its usage history is unk. Insufficient information is provided to determine the root cause of the event. The hex region of the screwdriver was not returned. The hardness test meets the print specification.

Event description:
It is reported that the tip of the screwdriver fractured off during use.